Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.